Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. Visual inspection was performed on the returned sample and dark particulates were identified on the white inlet connector and on the tubing of the inlet. The reported condition was verified. The cause of the condition was determined to be variations in the manufacturing and/or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred between (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an exactamix non-vented, high-volume inlet. The pm was discovered while inspecting the lines before opening the package. There was no patient involvement. No additional information is available.